Event description:
It was reported that the insulin pump alarmed motor error when giving a bolus. Customer does not use the sensor feature and they were unable to clear the rewind sequence. Customer also received a no delivery alarm. Customer's blood glucose reading at the time of the call was 324 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.